Manufacturer narrative:
On 7/11/2017 a medtronic representative went to site to test the equipment. The collimators needed to be cleaned. Collimator was cleaned and checked. A system checkout was performed and system passed all tests. System is fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, mobile view station (mvs) and imaging system displayed an "collimator indicator error" message on initial boot. The imaging system was rebooted with no resolution. Rebooting the system second time resolved the issue. Site proceeded with the case and performed 3 successful scans. There procedure was completed with the use of imaging. There was no delay to the procedure. No impact on patient outcome.